Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a damaged dso seal, scratched lcd lens and a worn uso seal. The tamper seal was not broken. The event history log (eh) showed a downstream occlusion. The alarm occurred after priming had started. A visual inspection and a functional test were performed, and the reported issue was not duplicated. The downstream and upstream occlusion sensors passed the occlusion test, however both upstream and downstream occlusion sensors alarmed when crimped. It was determined the cause was due to an intermittent downstream occlusion sensor, a contaminated downstream occlusion sensor, and fluid ingression the sensor from a torn downstream seal. As a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a downstream occlusion alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.